Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a scratch on the upward/downward plate. In addition to the peeled objective lens adhesive, other evaluation findings are as follows: the insulation resistance value did not meet the standard value due to corrosion of the insertion pipe; the bending section cover was scratched; the adhesive on the bending section cover was chipped; the venting connector of the light guide connector was loose; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the deflectable videoscope had an air leak from its control unit. There was no report of patient harm. The device was returned, evaluated, and the adhesive around the objective lens had peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.